Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer mentioned they required third party assistance from emergency medical technicians (emts) until they were stabilized, and they did not go to emergency room (ER) or the hospital. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.